Event description:
It was reported that the cuff of the patient's artificial urinary sphincter was explanted due to recurring incontinence. The patient was implanted with a new 3.5cm cuff. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Analysis results: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the cuff of the patient's artificial urinary sphincter was explanted due to recurring incontinence. The patient was implanted with a new 3.5cm cuff. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.